Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump stopped working. No further details were provided. Customer technical support made attempts to follow-up with the reporter, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.